Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (unknown concentration, and the hcp described the dose of morphine as "very low") via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that an alarm was occurring due to an empty pump. The pump had reportedly been empty for 3.5 months. The patient missed a refill as they had been in and out of the hospital for unknown reasons, and the patient was on a ventilator at one point. The event date was reported as (B)(6) 2015. The pump was also nearing elective replacement indicator (eri), and the hcp "may decide to replace pump for this reason." No symptoms related to the empty pump, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.